Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and the station would not power on. The user reported hearing a clicking noise when attempting to turn on the station.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and station was not powering on. A field service engineer (fse) verified that the station was not powering on and identified that the drawer controller on half height cubie drawer 2.1 was showing abnormal resistance during testing. The fse replaced the controller board and performed validation, after which the station functionality was restored. The system functioned as intended after the field service engineer repaired the device.